Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected vela pcba, found no signs of misuse or damage. Installed pcba on to a known good vela test fixture and connected unit to ac power. Powered unit into user mode, where the unit would ventilate abnormally and alarm xdcr fault. Cycled the power into service mode and reviewed of the events log showed alarm xdcr fault and xdcr fault occurred recorded on (B)(6) 2023. Alarm xdcr fault and xdcr fault occurred were recorded on the most recent events. Performed xdcr calibrations as described in the vela ventilator systems service manual, successfully calibrated. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt802 (exhalation flow transducer) has failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that transducer fault alarm occurred on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.